Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the reporter stated that the keypad okay button was worn and the up arrow button must be pressed very hard sometimes to achieve the desired response. The issue was said to have begun several weeks ago. The reporter claimed that the keypad was intact with no holes or tears in it; the okay button symbol was said be worn away. This complaint is being reported because the unresponsive button issue could not be resolved during trouble shooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.